Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported via ms&s ¿patient has a powerpicc provena inserted just above the elbow. It will pump infuse tpn with no difficulty accept for the occasional alarm. It will flush and get blood return, but with some resistance. It will not infuse normal saline via gravity and the patient would like to know what to do. The hcp will not order a cathflow treatment because they are able to infuse at the infusion clinic. The troubles are all at home.¿ ms&s response to patient ¿confirmed that the bag is raised as high as it will go. Encouraged the patient to try repositioning the arm, above head, across the chest, or to the side but elevated on a pillow or table. Otherwise there is not a lot that can be done and a conversation needs to happen with the hcp. Patient reported that they will try repositioning and have a talk with the provider in a few days when they go into the clinic for another infusion.¿ additional information received may 23 2023: patient did not report any visual defects to the catheter. The event was not urgent or life threatening but did cause a delay in administration of medication.